Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer has received multiple intermittent inaccurate fill estimates. Customer has not received any inaccurate fill estimates since receiving new cartridges. There was no reported impact to the customer's blood glucose level.